Manufacturer narrative:
Evaluation results: visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint found. Conclusions: based on the complaint history, the work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated that the technician could not get an aa4204vf silicone single piece lens to fold into the cartridge and it was decided not to use the lens. There was no patient contact. The reporter stated they felt the lens was defective.